Event description:
A male patient with hemiplegia and a pre-procedure diagnosis of severe tortuosity of the iliac arteries underwent aaa repair in 2007. The procedure went as labeled and the final angiogram revealed no problems, however, the post-op examination presented occlusion of the contralateral iliac artery. Another manufacturer's stent was placed, and the confirmatory angiogram verified that the occlusion was alleviated.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, or changes in the structure or position of the endovascular graft) should receive enhanced follow up. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by complete or partial graft occlusion due to patient anatomy and kinking.